Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 129 mg/dl. Customer was trying to turn off the insulin pump. The customer reported that the insulin pump did not have physical damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer mentioned that the insert battery alarm displayed on the insulin pump screen after removing the battery. Customer stated the display did not return after restart. The customer reported that they did not recall whether the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.